Event description:
An insurance company is making a subrogation claim under reference number (B)(4) and alleging that a heating pad was the cause of a fire that damaged it insured's property. There was not a report of personal injury with this incident.